Manufacturer narrative:
Qn#(B)(6). The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer returned one 3-l cvc for analysis. Signs-of-use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the proximal luer hub separated directly adjacent to the extension line. Remains of the extension line molding were visible inside the separated luer hub. Microscopic examination confirmed the damage. The extension line appeared rough and jagged at the point of separation. The catheter body length from the juncture hub to the distal end measured 214mm via calibrated ruler which was within the specifications of 207-227mm per product drawing. The proximal extension line outer diameter (od) measured 0.0859" via calibrated caliper which was within the specifications of 0.084"-0.088" per product drawing. The proximal extension line inner diameter (ID) measured 0.058" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. This indicated that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and distal extension lines were flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. Functional inspection of the proximal extension line could not be performed due to the damage. A manual tug test confirmed the distal and medial luer hubs were secured to their respective extension lines. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review could not be performed as no lot number was provided and a potential lot could not be identified from sales history. Based on these circumstances, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was placed on (B)(6) 2023 the lumen separated. "Primary rn entered patient's room in response to bed-fall alarm. Patient was ambulating to restroom at that time. Primary rn assisted patient to restroom. It was noted that patient's IV tubing was no longer connected to his cvc. It is unclear what caused the line to fail. Upon assessing his IV line, it was noted that the lumen with heparin infusion had broken. Patient's central line was assessed by primary rn, charge rn, and resource rn. Tubing found to be broken apart in such a way that it cannot be repaired or reconnected. Tubing was clamped, and exposed tubing was covered with a sterile dressing and antimicrobial cap." The catheter was removed.

Event description:
It was reported the catheter was placed on (B)(6) 2023 and on (B)(6) 2023 the lumen separated. "Primary rn entered patient's room in response to bed-fall alarm. Patient was ambulating to restroom at that time. Primary rn assisted patient to restroom. It was noted that patient's IV tubing was no longer connected to his cvc. It is unclear what caused the line to fail. Upon assessing his IV line, it was noted that the lumen with heparin infusion had broken. Patient's central line was assessed by primary rn, charge rn, and resource rn. Tubing found to be broken apart in such a way that it cannot be repaired or reconnected. Tubing was clamped, and exposed tubing was covered with a sterile dressing and antimicrobial cap." The catheter was removed.

Manufacturer narrative:
Qn#(B)(4).